Event description:
Patient's meter would only display "apply sample". They did not report any symptoms. Patient explained that they used two different vials of test strips and was unable to obtain a blood glucose reading. They had been taking insulin for four days without knowing their blood glucose levels. They did not seek any medical care from a health care professional. No adverse events or serious injury occurred as a result of the meter malfunction. The patient explained that the test strips would draw the blood sample into the confirmation window, however, the meter would not start the count down process to display a test result. The customer service representative walked the patient through troubleshooting the issue. The meter was replaced after an unresolved issue.